Event description:
During a laparoscopic nissen fundoplication procedure. The device leaked and the seal disengaged. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
6/2/97-supplemental report submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.